Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient's ipg pocket site was opening up and the ipg was starting to come out. Symptoms of pus and fever were noted. The physician ruled out infection but believed it to be dehiscence. The patient underwent an explant procedure.